Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left laparoscopic procedure, after inserting the device and stapling, the device did not close properly. It was noted that the stapler partially fired. The incision was extended of not more than 1 inch due to the product. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left laparoscopic procedure, after inserting the device and stapling, the device did not close properly. It was noted that the stapler partially fired. The incision was extended of not more than 1 inch due to the product. 30 hours after the surgery, rectal bleeding from rectal suture was noted. The patient's hemoglobin fell to 8.8%. The surgeon said that is difficult to say that there is a cause effect relationship, very cordially. It was concluded that there was minimal hemorrhage from an arteriole of the rectal wall between 2 staples with intrarectal acclimation of the blood.